Event description:
Boston scientific crm received information that this right ventricular lead dislodged. The lead was explanted and replaced with a new lead. No adverse patient effects were reported.